Manufacturer narrative:
Contact information: (B)(4).

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated an spi bus failure. The customer reported the device was not in use on a patient.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: this is the old style data acquisition to motor controller cable. No further fi is required. Please reference CAPA (B)(4). This report is being submitted as part of the remediation for CAPA (B)(4).